Event description:
Severe leakage in the lumen was noted during injection.

Manufacturer narrative:
The sample was originally received (B)(4) 2012 and sent to (B)(4) for eval and reportability determination. On 3/22/2012, add'l info was received stating that the damage was not related to the (B)(4) process and that the product needed to be evaluated by bd. Bd received the sample back 3/29/2012 and the incident is currently under eval. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).